Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not cancelling from epic. A technical support specialist dialed into the server and confirmed that messages were crossing over. Verified station was communicating with the server. Checked order 6659002 in the server and found it does not exist. Ran query to check if order 6659002 was being received by the server, but no result returned. Issue resolved as confirmed by customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication (zosyn 3.375 g) order was not cancelling from epic. Customer was viewing it in epic, and nurses were at the station, but medications could not be dispensed at that time due to the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.